Manufacturer narrative:
Concomitant product: 69496 lead; 5076-52 lead; implanted: (B)(6) 2005. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Visual examination of the connector noted blood ingress/body fluid.

Event description:
It was reported the device displayed premature battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.